Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in the emergency room feeling shortness of breath and distressed. On the electrocardiogram, the implantable cardioverter-defibrillator exhibited loss of pacing. Upon interrogation, it was due to far field p wave oversensing. The patient was device dependent. Programming change was made. The patient experienced no consequences afterwards and was discharged.